Manufacturer narrative:
Physio-control further evaluated the removed main keypad assembly and verified the reported issue. The shock button measured high resistance due to an electrical open and had damage to the exterior exposing the pcb. During testing, two of three shocks failed with an event code logged and a disarm message on the display.

Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. Physio replaced the main keypad assembly to resolve the reported issue. After completing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was returned to the customer for use.

Event description:
The customer contacted physio-control to report that the home button on the main keypad was not working. Upon evaluation of the customers device, physio-control observed an event code logged in the device's memory. The event code logged is related to a potential failure of the device to deliver defibrillation energy. There was no patient use associated with the reported event.